Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in the left eye (os) at 1 day post-operative exam. A brief description from the surgery center indicated the dlk was noted on the superior nasal flap edge. The surgery center changed from the generic pred forte to durezol 4 times a day for 3 to 4 days and will review why the regimen of the non ¿response to the treatment. Topical steroid drops were increased to resolve symptoms. The patient commented that is doing well. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -.75 x 2, left eye pre-op 20/20 -3.75 x -.50 x 140.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.